Event description:
It was reported a patient alert occurred. Device interrogation was performed and indicated an inappropriate shock was delivered. Right ventricular lead dislodgement was confirmed via fluoroscopy. The lead was repositioned and remains in use. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).